Manufacturer narrative:
The device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th distal stent wrap with struts raised and overlapping distally. Slight deformation was evident to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx stent in the patient's proximal rca (artery diameter 3.5 mm, lesion length 15 mm) which had moderate tortuosity and calcification and 80% stenosis. The device was inspected prior to use with no issues noted, lesion was pre-dilated. It was reported that after pre-dilating that resistance was felt by the physician when guiding the guidewire through so device was removed. Upon inspection, the physician noted that the stent struts were damaged. The physician links this to the calcium it encountered in the vessel. Procedure was completed with a non-mdt device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.